Event description:
It was reported ((B)(6)) during a planned visit, no communication between the patient's dbs ipg and the clinician programmer (cp) could be established. Also, the patient controller (pc) would not connect to the ipg. Subsequently, after multiple failed troubleshooting attempts, out of concern for the patient's symptoms worsening the dbs team from the hospital decided to explant and replace the patient's ipg. Postoperatively, therapy was reportedly restored as with the previous stimulator.